Event description:
It was reported that patient had a fall on (B)(6) 2013 and following the fall she felt like her entire body was "cooking from the inside out¿. It was added that on the day of this report at 4 am patient felt like she had a very high fever. It was also added that patient was checked and no fever was noted. It was indicated that patient whole body felt hot on the day of the report. It was noted that once the stimulator was turned off, patient¿s body cold down and it helped. It was added that patient think some maybe wrong with the stimulator. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n257042, implanted: (B)(6) 2011, product type: accessory; product ID 355531, lot# n293618, implanted: (B)(6) 2011, product type: screening device; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).